Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaints of a number of devices with under infusion issues when infusing tpn. The mother of the patient is tracking and documenting the total amount of tpn the patient was receiving on a daily basis. There were several devices sent back to biomed from the same patient with complaints that the devices are under infusing. There was no report of patient harm. Although several attempts made to the customer there are no other event details provided.